Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, basic occlusion test, excessive no delivery test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test could not be performed due to a faulty force sensor resistor. No unexpected no delivery alarms were noted. The insulin pump communicated properly with the test blood glucose meter. The device was received with several alarms in the history screen due to a corrupted history file, and had a cracked reservoir tube lip, cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer received a displayable history check failed on startup alarm. The customer's blood glucose level was 383 mg/dl. He corrected his blood glucose level with a manual injection. The meter was also not linking to the insulin pump. The top of the reservoir compartment looked discolored and worn out. In the alarm history a low reservoir and a no delivery alarm were found. When the customer removed his infusion set, he noticed the cannula was bent. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.